Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block:h6 the reported complaint was confirmed. Per data log review: on (B)(6) 2021, the centrifugal pump was started and then stopped one second later with a 'speed sensor' error. This will cause the reported 'overspeed' message. The log confirms the complaint. The service repair technician (srt) could not duplicate the reported complaint. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the centrifugal drive motor to lab use only (luo) testing equipment. The pst connected a water loop and set the revolutions per minute (rpm) to 1600 for 24 hours. There was no observation of an 'overspeed' message on the pump display. It was determined that the centrifugal drive motor met specification.

Manufacturer narrative:
The field service representative (fsr) replaced the centrifugal drive motor. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the device, an overspeed message was observed on the pump display and the motor would not rotate. There was no patient involvement.